Event description:
It was reported to medtronic minimed that the customer reported a crack in the back of the battery, and it was fell off the table. The customer reported a blood glucose value of 128 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and it was unknown whether the issue was found. No harm requiring medical intervention was reported. The product was returned for the analysis mmt-1886.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. Unable to confirm pump damage (out of box) due to pump was received without the original packaging. Pump damage (out of box) was unknown. Unable to perform the required testing, download pump traces and history file using thump due to a blank display. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.